Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed on 2007. According to the complainant, during the procedure, it appeared the prolieve catheter's balloon had a hole in it. Through trouble shooting strategies it was clear the issue was the failure of the disposable prolieve catheter balloon. However, it was unspecified as to which balloon was affected. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "no harm".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, 614610 represents the prolieve catheter, a part of the kit. The complainant indicated that the device has been disposed of and will be not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.